Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres for 7 seconds duraiton time, the balloon ruptured. The balloon pieces was removed from the patient's body and completed the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by mf.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 15.8cm distal from the strain relief. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 7mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the severely calcified mid right coronary artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.